Event description:
We were using a special order lens ma60ma 3.0 alcon lens. The lens was loaded correctly and was injected easily and upon injection we noticed the leading haptic was broken in the middle. I personally have never seen one broken in this spot its not a common break. We removed the lens by cutting it in half then used the back up lens which was not damaged. No special needs for the patient. FDA safety report ID# (B)(4).